Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of two patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the false positive reactions were 2+ positive. The customer did not return the complaint sample ih-card abo/d(dvi-)+rev. A1, b, for investigational tesing but provided one patient sample labeled as #(B)(6) . Our quality control laboratory tested the patient sample and known donor samples with their retention sample of the supposedly defective lot of ih-card abo/d(dvi-)+rev.a1, bon ih-1000. All positive and negative reactions were correct. The patient sample showed the correct blood group a in the forward testing. The patient sample yielded completely negative results in the reverse typing. Additionally, the plasma of sample l344025551 was tested in the tube test with biotestcell-a1, -a2 and -b. The performed tests were immediate spin and 30 minutes at 2 to 8 °c. All reactions were completely negative. Furthermore, the provided patient sample was tested in the tube test with seraclone anti-a, seraclone anti-b and seraclone anti-ab. The sample showed correctly results according to blood group a. Regarding the affected instrument ih-1000, the customer provided trace files for investigation. The trace file analysis showed several error messages linked to the needle washing with the right pipettor. By considering the dispense sequence and the error message, we could deduce that the inter-well contamination was highly suspected. The inter-wells contamination is generally caused by using ih card in bad status (drops of antisera under the aluminum foil of the ih card) and or the non-centering of the needle/ ih card wells. Based on the investigation and the error message of the instrument linked to the needle washing the complaint was classified as undetermined. The false positive reaction might be caused by an insufficient washing of the needle. On the date the event occured, the instrument showed the error message several times. The complaint sample of ih-card abo/d(dvi-)+rev.a1, b was not available for investigation and the retention sample reacted as expected. In the forward testing the patient sample showed correct results. The negative reactions in the reverse typing were not only observed in the ih-system but also in the tube test and might be explained by the diagnosis, the sample was from a 7-year-old chemo patient. We highly recommend paying attention to the error messages of the instrument. But nevertheless, we highly recommend noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." Furthermore, we highly recommend: - replace the needle if it was bent or damaged. - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported a false positive reaction of two patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the false positive reactions were 2+ positive. The customer did not return the complaint sample ih-card abo/d(dvi-)+rev. A1, b for investigational testing but provided the patient sample #(B)(6). Daily journal and trace files of the affected ih-1000 were also provided.. The investigation in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.